Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber was used for 383,493j and started to lose power upon end of the procedure. The fiber tip was cleaned, and the tip showed small visible cracks. Another fiber was used to complete the procedure, and a total of 419,314 j were used. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. The metal cap exhibited severe debris adhesion on its surface, indicative of prolonged tissue contact during procedure. A forward firing test was performed and resulted in an output which was below the threshold for potential patient harm. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, no signs of breakage were identified along the length of the fiber, and the forward firing test showed a result below the threshold for potential patient harm, therefore, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber was used for 383,493j and started to lose power upon end of the procedure. The fiber tip was cleaned, but the fiber showed small visible cracks. Another fiber was used to complete the procedure, and a total of 419314 j were used. There were no patient complications.